Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening linear on anterior, creases fold, white particles in the shell and opening linear on radius leak test and microscopic analysis was performed which identified: striated opening on anterior, opening crease smooth on radius, sharp broken on plug strap and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:a sharp broken on plug strap assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. An opening crease smooth on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.